Event description:
The male patient received a cypher stent two and half years ago. There was 90% blockage noted at the edge of the original stent. Another stent was put in the same vessel.

Manufacturer narrative:
This patient had a 3.5 x 23mm cypher stent implanted approximately two and a half years ago in his left main artery. The patient's past medical history consisted of coronary artery disease and hypertension and it is not known if it was a protected left main artery. The patient returned and had to have another stent put in same vessel due to a 90% restenosis at the edge of the stent. Since receiving the second cypher stent, the patient has been in good condition and is no longer on plavix, but is taking aspirin. The product was not available for analysis. Device history record review was conducted and the product met quality requirements for product acceptance. Conclusion: with the information available, there are possible patient and lesion factors impacting this event.